Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the screen went blank for 15 second and came back on after a power outage while in use on a patient. The customer stated that there was no patient harm or injury when this issue occurred.